Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file. The log file contained approximately 1 day of information (11:23:46 07nov2023 to 12:25:15 08nov2023 per timestamp). Beginning at 10:16:13 on 08nov2023, the voltage values of both cables began to decrease simultaneously, activating low power hazard and power cable disconnect alarms. The backup battery briefly activated and supported the system. External power was restored at 10:16:15, and the observed alarms cleared. No further abnormal events were observed throughout the data. The observed sequence of events is consistent with a brief loss of ac power to the mobile power unit. Pump operation was not affected, as it maintained a speed above the set low speed limit throughout the log file. The mpu (serial number: (B)(6) ) was not returned for analysis. The root cause of the observed alarms was determined to be a loss of ac power to the mpu; however, the reason for the power loss could not be conclusively determined through this investigation. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files review revealed low flow estimates as well as sustained low flow hazard events. Low voltage hazard events were also seen which were the result of a loss of external power event while the patient was utilizing the mobile power unit (mpu). The controller switched appropriately to the emergency backup battery (ebb) when external power was lost. These events appeared to resolve once external power was completely restored. The cause of no external power was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d3, g1: updated information. No further information was provided. The manufacturer is closing the file on this event.